Event description:
It was reported that during insertion of the intra-aortic balloon (iab), it was discovered that the guidewire was bent and could not be inserted through the introducer. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The guide wire was returned inside the protective tubing without any visible blood. The returned guidewire was found to be bent 5.1cm from the j-tip and near the middle. The sheath and dilator were returned with blood on the exterior. The iab product was returned with the membrane completely folded unused. The evaluation confirms the reported problem. The bent guide wire may have occurred during removal from the packaging. However we are unable to conclusively determine how the damage occurred because we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information: patient information: sex & weight, weight (units). Complaint record ID#: (B)(4).